Event description:
Customer reported the cartridge leaked a small amount of insulin into the infusion device. No adverse event was reported. The alleged product was requested for evaluation. The customer was unable to provide the lot number or expiration date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.